Event description:
It was reported that a female patient who underwent breast augmentation with a 300cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was diagnosed through a physical examination and confirmed during surgical intervention. As a result, bilateral replacement with 490cc mentor memorygel breast implants was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 30, 2022. The investigation of the returned device was completed by the failure analysis lab on july 6, 2022. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 271864 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).